Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to dehydration, diabetes ketoacidosis, and high blood glucose. The customer stated that she woke up feeling sick, hypertensive, and tachycardia. The customer stated that she was treated with an insulin drip while staying at the hospital. No further info was provided.